Event description:
As reported, it was a case of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. At 1 year follow up, halt/valve thrombosis was diagnosed and treated with marevan with success. The gradients were back to normal values. After 3 years, a valve in valve using a non-edwards valve was done due stenosis, the valve was showing elevated gradients.

Manufacturer narrative:
Investigation is ongoing.